Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The customer reported several incidents in their department. The recorded incidents were: they fray very often, requiring a new suture to be opened if interrupted sutures are being placed, or even having to undo the existing suture and start over in the case of a continuous suture. The knots loosen. This necessitates more stitches and more knots, prolonging the surgical time and increasing the risk of suture loss with the consequent postoperative complications (anastomotic dehiscence, recurrence, more material, and a greater possibility of a foreign body reaction). The needle detaches from the thread. This is highly concerning if the needle becomes lost inside the patient's body. The explanation we can find for this in our specialty is that we use very fine sutures. Novosyn sutures placed in the subcutaneous plane extrude, causing patients to go to the emergency room or being mistaken for skin sutures that are removed at health centers. Also, postoperative recurrences in epigastric hernia, umbilical hernia and complete opening of a palate. Case related with: 3003639970-2026-00003, 3003639970-2026-00010. In all three cases the following products are considered: c0068013; novosyn violet 4/0 (1.5)70cm hr17 (m); 725114. C0068007; novosyn violet 5/0 (1) 70cm hr13 (m); 725283. C0068030n1; novosyn violet 3/0 (2) 70cm hr22 (m) rcp; 3503zc. Additional information has been requested.

Manufacturer narrative:
Summary of investigation: we have received three cases of the code-batches c0068013-725114, c0068007-725283 and c0068030n1-3503zc, regarding the same issues, from the same customer, at the same time. There are no previous complaints of these code-batches of which we manufactured and distributed in the market (B)(4) units of the code-batch c0068013-725114, (B)(4) units of the code-batch c0068007-725283 and (B)(4) of the code-batch c0068030n1-3503zc. There are no units in our stock of these code-batches. We have received 36 closed samples of the code-batch c0068013-725114, 5 closed samples of the code-batch c0068030n1-3503zc and 25 closed samples of the code-batch c0068007-725283. Tightness test to the closed samples received has been performed and the units are tight. The rotation test performed on 10 closed samples of the code-batch c0068013-725114, on 5 closed samples of the code-batch c0068030n1-3503zc and on 10 closed samples of the code-batch c0068007-725283, confirmed that the units are compliant with the specified requirements. We have tested the needle attachment strength on 10 closed samples of the code-batch c0068013-725114, and the results fulfil the requirements of the european pharmacopoeia: 0.95 kgf in average and 0.65 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). We have tested the needle attachment strength on the closed samples of the code-batch c0068030n1-3503zc, and the results fulfil the requirements of the european pharmacopoeia: 1.20 kgf in average and 0.98 kgf in minimum (ep requirements: 00.69 kgf in average and 0.35 in minimum). We have tested the needle attachment strength on 10 closed samples of the code-batch c0068007-725283, and the results fulfil the requirements of the european pharmacopoeia: 0.49 kgf in average and 0.35 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). We have tested the knot pull tensile strength on 10 closed samples of the code-batch c0068013-725114 and the results fulfil the requirements of the european pharmacopoeia: 1.59 kgf in average and 1.43 kgf in minimum (ep requirements: 0.97 kgf in average and 0.49 kgf in minimum). We have tested the knot pull tensile strength on the closed samples of the code-batch c0068030n1-3503zc and the results fulfil the requirements of the european pharmacopoeia: 2.25 kgf in average and 2.15 kgf in minimum (ep requirements: 1.81 kgf in average and 0.91 kgf in minimum). We have tested the knot pull tensile strength on 10 closed samples of the code-batch c0068007-725283 and the results fulfil the requirements of the european pharmacopoeia: 0.94 kgf in average and 0.88 kgf in minimum (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). Knot security control has been conducted with 19 closed samples received of the code-batch c0068013-725114 and results are into the current range for this thread and size. (Ksf=3, this value is in the usual range). These values are in the usual range for this thread and size. The knot safety test (ksf) cannot be performed with the code-batch c0068030n1-3503zc, because we do not have enough closed samples for this test (a minimum of 10 closed samples are required). Knot security control has been conducted with 10 closed samples received of the code-batch c0068007-725283 and results are into the current range for this thread and size. (Ksf=3, this value is in the usual range). These values are in the usual range for this thread and size. Sewing test on artificial skin tissue has been conducted with the closed samples received of all code-batches and fraying does not appear when pulling the thread through the tissue. Visual appearance is the usual one before and after sewing test. Batch manufacturing record: reviewed the batch manufacturing record of the code-batch c0068013-725114, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Furthermore, needle attachment results conducted on samples before releasing the product were 1.12 kgf in average and 0.65 kgf in minimum and fulfilled ep requirements: 0.46 kgf in average and 0.23 kgf in minimum and knot pull tensile strength results conducted on samples before releasing the product were 1.68 kgf in average and 1.63 kgf in minimum and fulfil ep requirements: 0.97 kgf in average and 0.49 kgf in minimum. Reviewed the batch manufacturing records of the code-batches c0068030n1-3503zc and c0068007-725283, these products had no incidences related to these issues and were released fulfilling usp/ep and b. Braun surgical specifications. Furthermore, needle attachment results conducted on samples before releasing the product of the code-batch c0068007-725283 were 0.46 kgf in average and 0.32 kgf in minimum and fulfilled ep requirements: 0.23 kgf in average and 0.11 kgf in minimum and knot pull tensile strength results conducted on samples before releasing the product were 0.98 kgf in average and 0.94 kgf in minimum and fulfil ep requirements: 0.69 kgf in average and 0.35 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil european pharmacopoeia/ b. Braun surgical specifications, we take note of these incidences in order to assess if new or additional actions are needed. The cases are considered not confirmed by evidence of the closed samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.